Manufacturer narrative:
Supplemental report

Event description:
The international customer reported when the ventilator was powered on it alarmed and displayed a data acquisition pcba adc failure and airflow stopped. The customer reported the unit was not in use on patient therefore there was no patient involvement or harm. Review of the device diagnostic log noted codes that indicate an spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Device evaluation and service is pending.

Manufacturer narrative:
Device service pending.

Event description:
The manufacturers service technician replaced the data acquisition pcb to motor controller pcb board cable to address the reported problem. Final checkout was performed and no fault recurrence was reported.